Manufacturer narrative:
H6: ventec was able to contact the patient via phone and was informed that they were not, in fact, using a vocsn ventilator. They were using an inhaler. There was no failure of a vocsn device.

Manufacturer narrative:
H6: the initial reporter did not provide ventec with the device's serial number. As a result, section d4 (model number, catalog number, serial number and UDI number) are all "unknown", and section h4 (device manufacturing date) shall be left blank. Additionally, the initial reporter was the patient. As a result, only the patients initials have been provided in section e, initial reporter (first/last name). E1, establishment name is not applicable (and the patient's dme is unknown). Other phi such as address (which is unknown) and zip code (unknown), phone number, and email have been omitted. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
A patient contacted ventec directly and advised that the device felt like "air is not getting to him". No further explanation was provided. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec attempted to contact the patient in order to obtain additional information, but the attempts were unable to be delivered due to the provided email address not existing.